Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.3; reference: 1.9; mean: 2.10; confidence limits: 1.3-2.7. Inratio: 2.8; reference: 1.9; mean: 2.35; confidence limits: 1.4-3.1. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on (B)(6) 2011, one hundred and fifty discrepant result complaints were reported for lot #243934, yielding a complaint rate of 0.112%. Action threshold of 0.07% has been reached. From (B)(6) 2010 to (B)(6) 2011, nine therapeutic and three normal donor sample tests have been performed. Test records indicated that all strip test results met product performance when compared to the results from in vivo tests. No further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 2.3; lab: 1.9. Date: (B)(6) 2011; inratio: 2.8; lab: 1.9. Pt's therapeutic range: 2.0-3.0 inr.